Manufacturer narrative:
Tandem's t:slim user guide states: do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 120 units of insulin. Reportedly, the customer had to prime out the infusion set tubing twice as the on-screen instructions were not being followed. The customer reported a blood glucose (bg) level of 249 mg/dl, which was addressed with a correction bolus. The customer was able to load additional insulin and complete the load process successfully.